Event description:
A patient was receiving chemotherapy when an alaris pump indicated air in line. On inspection by the nurse, it was noted that there was air in line all the way from below the drip chamber (which was half full), to the pump. The line had to be cleared of air. ====================== manufacturer response for burette, smartsite needle-free valve portadd-on burette set======================the rep was on site and is supplying us with a different type of buretrol to try. The staff report the buretrols are hard to spike. The rep feels that possibly the intake valves are not straight and are allowing air in.